Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a steampop occurred. The target location was the mitral annulus in the left atrium. During the use of a intellanav oi catheter, a steam pop occurred. The procedure was able to be completed "normally". No patient complications were reported and the patient's status is fine/stable.